Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room for evaluation due to an appropriate shock. However, during review it was also noted that episodes where the respiratory rate trend signal was oversensed. There was also concern regarding impedances on this patient's non-boston scientific right ventricular (ra) lead. The patient was reportedly symptomatic with the shock, but no additional adverse patient effects were reported. The clinician planned to set up remote monitoring for the patient. This implantable cardioverter defibrillator remains in service.